Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation does not show damage.

Event description:
It was reported that inspection during central processing identified damaged to the fenestrated bipolar forceps instrument conductor wire. There was no report of patient involvement.